Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device memory was noted to be corrupted, with the model number address in memory having an invalid value, which resulted in the zoom communication failure noted in the field. The device was uploaded with known good memory, and functioned within normal limits throughout detailed analysis. The reason for the corrupted memory and observations noted in the field are due to the device being exposed to an external energy source.

Event description:
Boston scientific crm received information that patient exposed to two known computed tomography (CT) scans and after the first scan a reset occurred with normal device operation to follow. After the second scan the device experienced a power on reset with vvi pacing at a rate of 65 ppm. The device was unable to be interrogated with multiple programmers and had no magnet response. Technical services (ts) was consulted and recommended replacement of the pacemaker. The device was explanted 25 days later. To date, no adverse patient effects were reported.